Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is going through batteries every 1 to 2 days and has received multiple low battery alarms and battery out alert but has not received any weak battery alarms. The customer indicated that the display screen goes blank after a few hours after getting a low battery alert. The customer's blood glucose reading was unknown at the time of the incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction if needed. The customer was advised that a new battery cap would be provided to him and to call if further troubleshooting needed.